Event description:
The customer observed a falsely elevated alinity I free t4 result for one sample. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result was >5.0 ng/dl. The physician questioned the results, and the test was repeated on two other tubes (green top and red top) that were collected at the same time generating results of 1.32 ng/dl and 1.24 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Updated section d4 primary UDI number from (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68901ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 68901ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint assay. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68901ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one sample. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result was >5.0 ng/dl. The physician questioned the results, and the test was repeated on two other tubes (green top and red top) that were collected at the same time generating results of 1.32 ng/dl and 1.24 ng/dl. No impact to patient management was reported.